Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9236-01pp small univers vaultlock glenoid trial had the center peg snap off mid-case. The sales representative stated it was unclear how it snapped off. This was discovered during an eclipse procedure with no patient harm. The broken fragment was retrieved from the patient.